Event description:
Caller reported a malfunction on the pump with a malfunction code of 'malf 9.' There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.